Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 31 mg/dl and 100 mg/dl within 10 minutes, with a difference of 61 mg/dl. Pt did not experience any adverse events. No further info has been reported.